Manufacturer narrative:
The t:slim x2 user guide states, ¿your sensor gives you sensor glucose readings for up to 7 days. The performance of the sensor has not been tested beyond 7 days. When the sensor session ends, you will need to replace the sensor and start a new sensor session.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. The customer did not recall what the cgm and bg meter readings were at the time the inaccuracy occurred. Reportedly, the sensor had been in use for 9 days. Customer changed the sensor and transmitter to resolve the reported. Issue. No additional patient or event information was available.